Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display. Blood glucose was unknown. Customer reported that he is missing the metal contact on the battery cap and had blank display. Customer is calling back with blank display after receiving new battery cap. Customer reported that display is blank. Customer stated that display is blank currently. Customer stated that the contacts on the battery cap are missing. The insulin pump will not be returned for analysis.